Event description:
The pt was reportedly experiencing inflammation at the implant site. A CT scan showed that the electrode array was outside of the pt's cochlea. The pt's mother reported that the pt was slapped in the past. A surgery was performed to reposition the device. The pt is currently doing well.